Manufacturer narrative:
The initial report source other: case (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that gave the nurses alert 11 pt 1 below low patient alert, alarm 15 pt 1 probe out of range and alert 50 pt 1 erratic. The device down to the shop and has a brand-new probe placed between two pads to try to create a pt and was getting the same alerts/alarms. Noted next time to have the nurses call when they were receiving these alerts/alarms so that could troubleshoot real time. Alert 50 and alarm 15 could be related to the probe or the temperature in cable. Verified placement in pt1 port. Verified biomed was using brand new probe. Noted best way to test was by following the manual and/or using the ctu. Biomed did not have a ctu. Noted if they flex the temperature cable and see a fluctuation in the patient temperature (pt) or the patient temperature (pt) registering and then not registering, that the culprit was likely the temperature in cable. If that test was not successful, encouraged to call back on monday and could get connected to our engineers for additional trouble shooting. Per additional information updated from 21jan2026, biomed needs assistance with device giving alert 11 patient temp 1 below low patient alert, alarm 15 unable to obtain a stable patient temperature, and alert 50 patient temperature 1 erratic.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. A DHR review is not required as the lot number is unknown. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Orrection: e,g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that gave the nurses alert 11 pt 1 below low patient alert, alarm 15 pt 1 probe out of range and alert 50 pt 1 erratic. The device down to the shop and has a brand-new probe placed between two pads to try to create a pt and was getting the same alerts/alarms. Noted next time to have the nurses call when they were receiving these alerts/alarms so that could troubleshoot real time. Alert 50 and alarm 15 could be related to the probe or the temperature in cable. Verified placement in pt1 port. Verified biomed was using brand new probe. Noted best way to test was by following the manual and/or using the ctu. Biomed did not have a ctu. Noted if they flex the temperature cable and see a fluctuation in the patient temperature (pt) or the patient temperature (pt) registering and then not registering, that the culprit was likely the temperature in cable. If that test was not successful, encouraged to call back on monday and could get connected to our engineers for additional trouble shooting. Per additional information updated from 21jan2026, biomed needs assistance with device giving alert 11 patient temp 1 below low patient alert, alarm 15 unable to obtain a stable patient temperature, and alert 50 patient temperature 1 erratic.